Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 6921355, and no non-conformances related to the reported complaint were identified. A manufacturing record evaluation (mre) was performed for the finished device number 6901424, and no non-conformances related to the reported complaint were identified. Manufacturing date: 2015-02-02. Sterilization expiration date: 2020-02-02. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female who underwent primary breast augmentation with a 350cc mentor memorygel breast implant experienced suspected rupture post procedure. The breast implant was described as falling out and could be seen at the crease. The patient saw a physician who suspected rupture but stated they could not confirm rupture until the replacement surgery. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Only one rupture was noted, however, mentor was unable to confirm if serial number (B)(4) was the device with the rupture issue. The information for serial number (B)(4) is being placed in section d. However mentor will provide information for both serial numbers in this report.